Event description:
It was reported that, "pt was having problems with dislocation. Implant was implanted on (B)(6) 2006."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. No other info was provided by the hospital. Should device or additional info become available, the evaluation summary will be submitted in a supplemental report.